Event description:
Follow-up information identified the high impedance issue resolved after the patient's ipg was replaced with a new one (reference MFR. Report#: 1627487-2017-08766). The patient's lead was connected to the new ipg. The issue of high impedances resolved following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported diagnostic testing revealed high impedance values on several of the patient's lead contacts. As such, the patient may undergo surgical intervention to address the issue.